Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin ever squirt out instead of drip, e/a alarm unspecified and reservoir piece of plastic chipping off. The customer¿s blood glucose level was unknown at the time of the incident. The customer received low battery alert, rainbow effect and scratches on screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly. No excessive no delivery/occlusion alarm noted. No unexpected e/a alarm anomalies noted. Insulin pump received with cracked reservoir tube lip,

Event description:
It was reported via phone call that the weight has been changed to (B)(6).